Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. While the physician attempted to place a 3.50x16 mm taxus express2 drug eluting stent, the proximal shaft broke. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the device history record (DHR) for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is determined to be operational context, but due to anatomical/procedural factors encountered during the procedure, which limited the performance of the device.